Manufacturer narrative:
Continuation of d10: product ID 8781 serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2021 product type catheter product ID 8780 serial# (B)(6) implanted: (B)(6) 2014 explanted: (B)(6) 2021 product type catheter. H3: evaluation of implantable catheter product ID 8781 lot/serial# (B)(6) revealed a kink in the body of the catheter. Evaluation of implantable catheter product ID 8780 lot/serial# (B)(6) revealed no significant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 24-apr-2020, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: 11-sep-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving gablofen (2000 mcg/ml at 200 mcg/day) via an implantable pump for intractable spasticity and spinal pain. It was reported that there were no signs or symptoms. Could not aspirate catheter during replacement of pump for regular end of life on (B)(6) 2021. The catheter could not be aspirated and there appeared to be no flow through the catheter. The doctor decided to replace the catheter. The doctor was aware of a catheter revision done by an ortho during a spinal fusion. He thinks the catheter may have been damaged during that surgery and catheter repair. They had no idea anything was wrong with the catheter until replacing the pump for end of life and the catheter could not be aspirated. They replaced the entire catheter and the issue was resolved.

Manufacturer narrative:
H6 correction: the imf (annex f) codes f15 and f1905 were not previously coded in error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The pump was replaced to avoid in-vivo battery depletion. The entire catheter was replaced; however a partial catheter was returned to the manufacturer along with the pump for analysis. It was noted that the physician removed as much of the old catheter as he could. The patient was without injury.

Manufacturer narrative:
Continuation of d10: product ID: 8781, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2021, and product type: catheter. Product ID: 8780, serial# (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2021, and product type: catheter. H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs baclofen with concentration 2000 mcg/ml was being administered at a dose rate of 445.6 mcg/day as of 2020-dec-17. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.